Event description:
It was reported that the patient received multiple rounds of inappropriate anti-tachycardia pacing therapy for atrial fibrillation with rapid ventricular reponse. The implantable cardioverter defibrillator determined that this rhythm was ventricular tachycardia due to a diagnostic anomaly. Programming changes were performed and the patient did not experience any adverse effects.